Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with glucose readings in the 300s and a noted rise after a recent infusion set change; the user also administered a 30-unit rapid-acting insulin injection while connected to the ilet and was advised to disconnect and wait before reconnecting to avoid hypoglycemia. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or injury. Investigation included troubleshooting with education on ketone action protocol, infusion site issues such as bent cannula or scar tissue, meal announcements, activity entries, and responding to alerts. Investigation of this case revealed user-reported missed insulin doses prior to ilet use, possible infusion site issue after the set change, and concomitant manual insulin injection while connected. It was concluded that the cause of the hyperglycemia was unclear and that product performance was not confirmed to have malfunctioned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.